Manufacturer narrative:
The failures for heat and a larger incision than expected were confirmed. During functional evaluation the device was confirmed to experience bur wobble (vibration). Upon disassembly for visual inspection, the attachment was found to have corrosion and debris affecting the components. The attachment is not a repairable device and will not be returned to the user facility. Corrected event description to reflect the event reported by the customer as well as two events reported in service.

Event description:
It was reported that during use at the user facility, splinters of material was coming out of the attachment. It was reported by the user that the nature of the splinters was unknown and that a wire brush had been inserted into the attachment. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during device evaluation at the manufacturer facility, the attachment was overheating. It was reported that there was no associated procedure and no patient involvement. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during use at the user facility, splinters of material was coming out of the attachment. It was reported by the user that the nature of the splinters was unknown and that a wire brush had been inserted into the attachment. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event. It was also reported that during device evaluation at the manufacturer facility, the attachment was overheating and experienced excessive bur whip resulting in a cut larger than intended. It was reported that there was no associated procedure and no patient involvement. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that during device evaluation at the manufacturer facility, the attachment experienced excessive bur whip resulting in a cut larger than intended. It was reported that there was no associated procedure and no patient involvement. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During the device evaluation, it was reported that the attachment was overheating. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Device evaluation is in progress.

Manufacturer narrative:
During the device evaluation, it was reported that the attachment experienced excessive bur whip resulting in a cut larger than intended. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Device evaluation is in progress.